Manufacturer narrative:
Corrected MFR report number: submitted the MDR 2016493-2025-00062 on jan 09 2025, because we already attempted to submit the same MDR 2016493-2025-00062 on jan 02 2025, for which (B)(6) was successful but (B)(6) failed due to duplicate MFR report number.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, d1, h6, and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system, had a drawer failure. A field service engineer replaced the broken cubie to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis medstation system, drawer 6 pocket e1 failed to stay close. The customer stated that there was no patient harm in getting medication since customer was using other pyxis to find the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was caused by the drawer failure due to pocket damage. A field service engineer assisted site in replacing the broken pocket to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, drawer 6 pocket e1 failed to stay close. The customer stated that there was no patient harm or delay in getting medication since customer was using other pyxis to find the medication. There were no adverse events or injuries reported based on this event.